Manufacturer narrative:
D9: 4/30/2025. Four pictures were returned three showed a leak one showed documentation. Received one (1) used and one (1) new. A visual inspection was performed, and the reported issue could be duplicated 1 of two cassettes received due to the failure mode observed of leakage at the internal bag seam. No damage or anomalies were observed during the initial assessment. During the fill process a leak was observed to be coming from the internal bag at the seal of the used cassette. No leakage was observed on the new cassette. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that 2 out of the 12 cassettes burst/leaked during preparation. The liquid (partially) flowed back along the hose, and they had to throw away the cassettes including the contents (midazolam and morphine). In all cases this was during preparation and there was nothing visible on the cassettes beforehand. There was no patient involvement and no patient injury.

Manufacturer narrative:
B3: the event took place during preparations between 12 and 15 march 2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.